Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited impedance anomaly. The lead was explanted and replaced. There were no complications to the patient.